Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. Additionally, it was noted that the distal sheath was bent/wrinkled and the noted bent I-beam was bent at noted bent sheath area. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported activation failure appears to be related to circumstances of the procedure as it is likely that the distal shaft was bent in the moderately calcified, moderately tortuous and 80% stenosed anatomy; thus, resulting in the noted bent/wrinkled distal sheath and the noted bent I-beam bend; thus, preventing the shaft lumens from moving freely; thus, resulting in the reported activation/deployment failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 80% stenosed, de novo lesion in the left common iliac artery. The 8.0x100mm absolute pro self-expanding stent system (sess) was partially deployed in the intended site but ultimately removed when the last part of the stent could not be released from the delivery system. The sess with the undeployed stent and the sheath were removed without issue and two new absolute pro sess were implanted to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.